Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor cable of the image sensor unit was kinked near the boot of universal cord (light guide connector side). Since the image sensor cable was kinked, we presume that this malfunction was caused by internal break or short circuit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscopes' screen went black after the system was connected. The issue occurred during setup. There were no reports of patient involvement.